Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited backup vvi. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code, normal function ensued.